Event description:
Initial result was reported as 2.07 mlu/ml for hcg. Same sample rerun and recovered 26,112 mlu/ml. Redraw of sample recovered 24,430 mlu/ml. No indication that initial results were used to guide therapy. The field service representative adjusted the sampling system and ran performance testing, all results were within specification.